Event description:
At approx 9:45 am on 5/31/94, the wedge/blocking tray assembly for the linear accelerator fell as the gantry was being turned up from the posterior position. The therapist in the room at the time attempted to catch the tray as it fell, causing an abrasion to the right fifth digit. The pt was not struck nor injured. The wedge/tray assembly had been previously removed to treat with electrons. The assembly was then replaced at zero degree gantry angle to treat the current pt. The assembly was locked in place, and physically checked for complete latching by the therapist. The pt was then treated at zero degree. The block tray was replaced with the posterior block, and the gantry rotated to 180 degrees. The pt was treated without incident. The gantry was being rotated from 180 degrees to 270 degrees and a "click" was heard before 270 degrees. At almost 270 degrees the entire assembly fell from the collimator, striking the table. The therapist reached for the assembly, grabbing the tray handle. Her right fifth digit was abraded in the action. Immediately after, the assembly was checked by the MFR's engineer. It was possible to jar the entire assembly, causing it to fall, even though latched in place and able to support substantial force pulling down. Further repeated tests revealed that the spring-loaded latches would occasionally not spring down to a fully latched position. The incident was immediately reported to the MFR's svc engineer, who is filing a report to the MFR. A new latching device has been ordered and is expected to be installed within the next day.